Event description:
A malfunction alarm occurred, with the customer's blood glucose level rising above 15 mmol/l during the event. The customer took corrective action by administering a correction injection via multiple daily injections (mdi), and there was no need for third-party assistance. Technical support provided information on resetting the pump and assisted the customer with the process, although final confirmation of the reset completion was pending a callback from the patient.